Manufacturer narrative:
Additional: d10, h3, h6. The reported events of inability to interrogate, no magnet response, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The clinician attempted to interrogate the pacemaker using both inductive telemetry and radiofrequency telemetry, but was unable to do so. Additionally, there was no magnet response when a magnet was placed over the pacemaker. The last interrogation showed 13 years of battery longevity, but it is believed that the loss of telemetry is due to premature battery depletion. The patient was in stable condition.

Event description:
Additional information - the device was explanted and replaced as it still was unable to be interrogated. When the device was removed from the pocket, interrogation was still unsuccessful. The patient was in stable condition.